Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during the implantation attempt of the subject ICD, it was impossible to keep screwed the right ventricular coil. When the physician pulled on the coil to verify the good connection, the lead disconnected from the connector (even after three other attempts to unscrew/screw). The subject device was not kept implanted and will be returned for analysis.

Event description:
Reportedly, during the implantation attempt of the subject ICD, it was impossible to keep screwed the right ventricular coil. When the physician pulled on the coil to verify the good connection, the lead disconnected from the connector (even after three other attempts to unscrew/screw). The subject device was not kept implanted and will be returned for analysis.